Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter: during a ventral incisional hernia, a tiny part of needle broke off into the patient and could not be found. An x-ray was not done to find the broken needle. The patient is currently fine.

Manufacturer narrative:
(B)(4). No adverse events reported.